Event description:
It was reported that customer experienced continuous glucose monitor error and was unable to start sensor session. There was no reported adverse impact to the customer. Customer contacted support, was guided through pump reset, confirmed error did not recur, and successfully started sensor session, with no additional actions required.